Manufacturer narrative:
During testing at the service ctr when powered on the device displayed a whitescreen error, "device malfunction: hw watchdog error and unexpected watchdog reset." This was due to a depleted back up battery on the user interface controller (uic). This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service ctr, after the device was powered on, the device alarmed with a whitescreen error.